Manufacturer narrative:
(B)(4). This report was created to capture events related to the ultraflow microcatheter. The device will not be returned as it was kept by the facility. Based on the reported information, the physician continued to use the catheter to inject onyx liquid embolization after encountering resistance in the catheter. Per ultraflow instruction for use: "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation." The same event as reported in MDR MFR: 2029214-2015-05120.

Event description:
Medtronic received a report that during a brain arteriovenous malformation (bavm) embolization procedure, onyx was seen exiting out from the side of the ultraflow catheter. The physician was attempting to perform a left anterior communicating artery injection through the ultraflow microcatheter. Prior to injection of onyx 34, the physician performed an angiogram to confirm tip placement. The angiogram showed that the contrast agent exiting through the catheter tip. The physician then proceeded to prepare and inject onyx. Prior to the onyx injection the catheter was observed jumping/advancing/moving at the site where the catheter was doubled over on itself, which is at the point of the m1-m2 bifurcation of the middle cerebral artery (mca), approximately 17cm from the distal tip. The physician noticed resistance while priming the catheter with dmso and thought it was because he was injecting through an ultraflow, which has a smaller inner diameter than other catheters he uses. The physician continued with onyx injection and observed the onyx leaked from the catheter at the point where the catheter was doubled over on itself. Due to this leak, onyx occluded left mca branches. The physician performed an endarterectomy on the patient's left m1-m2 segment to remove the onyx. The patient is currently doing fine.